Manufacturer narrative:
This device was returned to mmd for evaluation. Based on the original complaint information, there was no indication of a reportable malfuction. During the investigation the pump over infused at a rate that mmd considers reportable. The roller assembly was damaged and the motor had failed, which caused the over infusion.

Event description:
The initial reporter stated that the pump had cosmetic damages to the front housing. At the time of the complaint, they stated that there had been no patient involved. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. (B)(4).